Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate burst of anti-tachycardia pacing (atp) and six inappropriate shocks for an atrial driven rhythm with one-to-one conduction. No additional adverse patient effects were reported. This device remains in service.